Manufacturer narrative:
(B)(4). Conclusion: the service technician replaced the main board as a precaution for the several inop conditions discovered on the event trace.

Event description:
The customer reported that the unit had a damaged pigtail. While in service, a review of the event trace revealed several inop conditions. This reportable event was discovered while in service, therefore, there was no patient involvement.